Event description:
It was reported that this implantable pacemaker exhibited high capture thresholds, loss of capture, low out of range pacing impedance measurements, noise, oversensing and pacing inhibition on the right ventricular channel. Due to this, the patient experienced a syncope episode and was hospitalized. X-rays were performed in order to evaluate the conditions of the system, no abnormalities were observed on this. Further evaluation of the system was discussed. It was decided to perform a system revision in the near future and the device was reprogrammed in the meantime. At this time, this device remains in service. No further adverse patient effects were reported.